Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause.

Manufacturer narrative:
Updated data: b2, b5, e1, h1, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that imaging was performed and transesophageal echocardiogram (tee) revealed the valve was well seated. The left coronary cusp (lcc) was calcified and fixed. There may also be prolapse of the right coronary cusp causing posteriorly moderate to severe central aortic regurgitation. There were normal gradients across the prosthetic valve. Aortic valve peak velocity measures 152 centimeters/second (cm/s). Prosthetic aortic valve peak gradient measures 22 millimeters of mercury (mmhg). Prosthetic aortic valve mean gradient measures 11 mmhg. The patient was hospitalized with acute on chronic combined heart failure.